Event description:
The pin had broke during the procedure and that a piece of the pin in question remained lodged in the bone of the client.

Manufacturer narrative:
The device has not been returned for evaluation.(B)(4)